Event description:
This was a diagnostic case (right/left heart catheterization). No calcification, scarring, or tortuosity was observed. The physician did not have difficulty inserting the axera device. Following sheath insertion, angiography revealed a dissection (proximal, approximately 4-6 mm, to axera insertion site). No treatment for the dissection was required. The patient recovered with no further sequelae and was discharged on (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Photos received confirmed the description of the event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no indication the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.